Manufacturer narrative:
Sample was collected in a glass sodium heparin tube without a gel separator. Samples were aspirated from the primary tube at the time of analysis when the samples were <4 hours old. Quality control (qc) was performed three times a day and was within the customer's established ranges during the time of the erroneous results. No errors were posted to the event log during the time of the erroneous results. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed a pm (preventive maintenance) that was due. Replaced vacuum pump #3, aligned and completed validation testing, which passed. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 2 of 2 reported by this customer. The related MDR is 2122870-2011-04922.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pts when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 events reported by this customer. An MDR was filed for each of the two pts, tested on two separate dates.